Manufacturer narrative:
Eval of the actual sample found the suction regulator was broken off. Mfg determined the breakage was due to extreme twisting motion applied to the connector. Samples returned from the same lot were undamaged. Lot history records were unremarkable with regard to the complaint. A change was made to a new material for the suction regulators and due to similar reports of regulators breaking, mfg decided to return to the old material. All product is currently being made with the old material. While it appears user error caused or contributed to this particular report, the old material will tolerate more abuse.

Event description:
Customer reports, the ICU nurses said the suction connector on about four of the chest tube drainage containers broke when they adjusted the suction. They drainage bottle. The problem was immediately noticeable and did not happen everytime they had a chest tube drainage bottle. The problem was immediately noticeable and did not result in a pt injury. No medical treatment was necessitated.